Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the dxc 700 au chemistry analyzer. The fse inspected the instrument and identified the failure mode as multiple hardware. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. The fse replaced the solenoid valve, ise(ion selective electrode) mixing motor, ise tubing, reference electrode, and chloride electrode which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results, which include, sodium (na), potassium (k), and chloride (cl), on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient samples.